Manufacturer narrative:
The customer reported the bdu cpu was replaced. However, the puritan bennett customer support engineer (cse) performed the software update prior to final testing.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.